Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The power controller board was replaced.

Event description:
The hospital reported that, between cases, the unit had a system failure. There was no report of patient involvement.

Manufacturer narrative:
Subsequent to the replacement of the power controller board, the unit underwent extensive testing prior to being returned to patient use. The unit failed during testing. The display connector board, display unit, and harness were replaced.